Manufacturer narrative:
D9. Is device returned to manufacturer? And date device returned to manufacturer added. The impella device was returned, and an evaluation is underway. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
A5 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella rp flex was inserted via the right internal jugular vein to support the 48-year-old male patient who had been admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage d shock. The patient was also suffering from various comorbidities, inclusive of being in liver shock with elevated labs, suffering from a gastrointestinal bleed and therefore not on anticoagulation, and in acute tubular necrosis. The pump was showing suction above pump p-level 6 with sedation weaning and suction. The patient had crrt dialysis initiated in the overnight with plasma free hemoglobin bumping to 500mg/dl and elevated lactate dehydrogenase labs. These labs are indicative of hemolysis. The decision was made to do a rp flex wean and explant if the patient was stable. While on support the device functioned as expected, p-7 with 2.9l/min flow with d5w with bicarb in the purge solution. The patient was successfully weaned on day 3 of the support. Hemolysis may be influenced by patient-specific factors such as underlying cardiogenic shock, liver shock, and gastrointestinal bleed.